Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level a investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: unable to perform complaint lot history check due to unknown lot number for needle pain & needle clog. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to unknown lot number for needle pain & needle clog. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that inject was painful with unspecified bd pen needle¿. Verbatim: the patient received insulin glargine (rdna origin) injection (basaglar u80, 100 u/ml) via a prefilled pen (kwikpen), 30 units at unknown frequency, beginning on an unspecified date. Indication of use and route of administration were not provided. On an unknown date, after starting insulin glargine, she had two kwikpens from the same box that were not giving her insulin glargine and they were sticking (pc: (B)(4), lot: c899251d). She mashed the top and the dose known was not going down. The bd needles hurt her at injection site so she switched to the needles. She did not prime the kwikpen. She had recovered from the event. Information regarding corrective treatment was unknown. Insulin glargine treatment was continued. The user of the kwikpen was patient and her training status was not provided. The kwikpen model duration and suspect kwikpen duration of use was not reported. The action taken with the kwikpen was not provided and it was not available for return.